Event description:
During device replacement due to normal elective replacement indicator, increased pacing impedance and no sensing was observed on the newly implanted device. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of a sensing anomaly and impedance anomaly could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.